Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically melted but not breached and visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): 4076 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads had high threshold. Therefore the rv and lv leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.